Event description:
It was reported that the device got warm and was making a loud noise. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported complaint of overheating and noise could not be confirmed. Product did not generate excessive noise or overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or become noisy. All functions perform as expected. The audible noise that a motor emits can be variable from unit to unit depending speed setting, direction, blade type, and temperature. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be no problem found.